Manufacturer narrative:
One cadd administration set with tpn from part number 21-7361-24 and an unknown lot number was received in used condition without its original packaging. The sample was visually inspected at a distance of 12" to 16" under normal conditions of illumination. No discrepancies were detected. Leak testing on the sample received was performed using a syringe to look for unusual functions. No discrepancies were detected; the test successfully passed. Relevant documents were reviewed and deemed adequate and correct with respect to testing and inspection activities. The reported issue was unable to be confirmed and there was no fault found with the returned sample.

Event description:
Information was received indicating that cadd administration sets - flow stop got dislodged during therapy between the distal y site and the adapter. The patient was able to change the tubing in order to resume therapy. There were no adverse events reported.